Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a consumer. It was reported that the patient was ¿unable to turn back on.¿ their healthcare provider turned it on and checked everything out. The por was turned off and the issue was resolved. No further patient complications are anticipated or expected as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a family member of a patient with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stimulation and gastrointestinal/pelvic floor. Family member reported a power on reset (por) message; meaning was reviewed. Caller was trying to use the patient programmer (pp) to adjust settings because of a loss of therapy. A recent medical test or electromagnetic interference (emi) environmental exposure was reported; the patient had an endoscopy and colonoscopy (not related to device/therapy). Caller said the patient started seeing a por "last week because [they] needed to increase it because [they were] having to catheterize again and it was working great before this". As a result of what was reported, the caller was redirected to the healthcare provider (hcp). No further patient complications have been reported as a result of this event.